Event description:
The manufacturer's representative reported that the pump and catheter were removed and the catheter tip came off. The catheter became dislodged and coiled, no patient symptoms were reported. The pump was explanted and replaced with a similar device during the catheter revision surgery.